Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 57093, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. The deflection worked as per specification. The pressure test did not show any leak. Aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. The hemostatic valve was leak tight. In conclusion, the reported air ingress issue was not confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, air was continuously being introduced through the sheath after the balloon catheter was inserted. Air was aspirated without resolve, and air continued to be introduced. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.